Event description:
It was reported that: "dr. (B)(6) doing a fred plus coil case. He had an echelon 10 in the aneurysm and phenom plus for the fred. He brought up the coil and felt some resistance but he thought because there was a tight loop in the ica was the resistance. He deployed small amount of coil before deploying the flow diverter. Deployed flow diverter then started pushing the coil and felt some resistance. He got most of coil in and decided to remove. He began removing and coil was under resistance. The coil popped off of pusher and then pusher streched and fractured leaving a long strand of pusher in the parent artery leading all the way down to arch." Incident report form submitted to balt indicated that no patient injury was sustained. (B)(6) 2023, additional information provided by the issuer - "patient was released day after with no issues. The no additional procedures were done to remove the coil in this case. The coil detached from the pusher. He used saline in a syringe to push as much as the coil out as he could. There were no additional coils used. Just the one."

Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230400733 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.